Manufacturer narrative:
Product analysis: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a golden unit. The epg passed all pacing tests on sigmapace 1000. It was noted that the epg died upon opening the battery drawer. The super cap test failed on automated test console. On benchtop analysis it was noted that the super caps were not charging because of the bad microcontroller u34. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code despite restarting multiple times. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.